Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing, inappropriate automatic mode switch (ams), and pacing inhibition was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no diagnostic imaging was performed. The device was reprogrammed to address the event. The patient was in stable condition.